Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibits signs of repeated use and is fractured / cracked on the lateral side. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon insertion of the trial it was discovered that the instrument was cracked. A new instrument was opened and used. No harm to the patient and all pieces were recovered. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.